Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due the user emitting laser by mistake during procedure, having made the distal end burn and causing loss of the function to output image in the charge coupled device unit. The event can be detected/prevented by handling the device in accordance with the following instructions for use: bf-190 series operation manual includes the preventive measures in ¿high-frequency cauterization treatment." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover had melted or burned around the instrument channel outlet at the distal end. There were no reports of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision new information added to the following fields: b5, h6, h7 and h9. The device was returned for evaluation where the reportable event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. We presume that the user emitted laser by mistake during procedure, having made the distal end burn and caused detachment of distal end parts. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): bf-190 series operation manual includes the preventive measures in ¿high-frequency cauterization treatment.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found charred charge coupled device (ccd) shrink tube. There was a dent under the insertion tube boot. There was no angulation. Control knob was loose. There was no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there is a laser burn at the distal tip of the evis exera iii bronchovideoscope. The issue was found during a procedure. Inspection and testing of the returned device found the distal end cover was missing from the plastic distal end, objective lens and the light guide lens. There were no reports of patient harm. The customer gave no further information regarding the incident. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.